Event description:
A user facility reported to olympus that during reprocessing and cleaning of the ultrasonic gastrovideoscope, leaking was found at the supply connector. Upon inspection and testing of the customer returned device, deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: leaking at the s-connector/el- connector pins, angle wires were stretched, a- rubber a crack, deterioration of resin part on the insertion tube, resin area detached due to humidity, objective lens cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue), probe housing and c-body scratches, dents, cracks, and peeling, connecting tube coating peeling off, scope cover cracked, switch box unit scratched, ultrasonic-connector inner and outer shield corroded, universal cord damaged, probe unit defective, and piezo elements defective. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deep cut on the on the probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 9. Inspect the ultrasonic transducer surface at the distal end of the endoscope¿s insertion tube for scratching, cracks, bulges, dents or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.